Manufacturer narrative:
The ivtm thermogard console (s/n (B)(4)) was evaluated at the customer's site on (B)(4) 2016. The event log was reviewed and found several mid 09 errors indicating the problem was with the coolant level sensors. In summary, the reported complaint was confirmed during the review of the event log. The system error was caused by the coolant level sensor boards touching the metal frame, causing a short. A preventive maintenance and service was performed and system was calibrated. The console passed all functionality test criteria.

Manufacturer narrative:
Zoll has not yet evaluated the zoll console in complaint. A supplemental report will be filed if and when the product is evaluated. Customer site visit not completed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) displayed mid: 09 (air trap assembly) error message. The user restarted the console, however the mid: 09 error did not clear. No patient sequelae was reported. The patient's therapy was continued with another (unspecified) device. No additional information was provided.